Manufacturer narrative:
UDI(di):(B)(4).

Event description:
It was reported that upon fluoroscopy prior to device change-out procedure due to normal eri, lead tip was found to be completely detached from rest of the lead. Only defib portion of the lead was functional and the patient was pacing/sensing from another lead. Lead was capped on (B)(6) 2016 and the patient was downgraded to biv pacemaker. The patient reported to be in good condition post-procedure.